Event description:
Customer provided discrepant glucose results for two pts, results for one pt were discrepant. Initial glucose result was 54 mg per dl. Same sample repeated three times gave 60 mg per dl on (B) (6) 2009, 83 mg per dl on (B) (6) 2009 and 81 mg per dl on (B) (6) 2009. Customer states the low results were not reported out. There was no treatment based on the low results. The sample was tested during a run of 60-75 samples. The samples were serum and electrolytes were not performed on that run, only glucose. If additional info is received, appropriate notification will be provided.

Event description:
A falsely elevated troponin I result was obtained. The result was not reported to the physician. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Instrument precision is fine and no malfunction was observed. It was determined sample carry-over due to inappropriate sample preparation seems most likely causing pre-analytical interferences. It is recommended the centrifugation speed and time should be optimized to avoid sample probe contamination. No adverse events reported.